Event description:
A system alarm occurred during a routine hemodialysis treatment. The operator was not sure how to troubleshoot the alarm and did not perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The user's guide also provides adequate instructions for troubleshooting system alarms. The disposable cartridge was not returned for evaluation. The exact cause of the system alarm cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff was aware of the event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.